Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported that the system displayed poor image quality. A live picture was scrambled. The customer rebooted the system and completed the case with no problems. No pt was harmed.